Event description:
It was reported that when using the bd pyxis medstation system, the communication bus was not detected for the whole drawer, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was not detected on the communication bus at the station. A field service engineer powered down the station for 5 minutes and performed a reboot. After the reboot, the drawer was successfully detected on the communication bus, which resolved the issue. The system functioned as intended after the field service engineer troubleshooting the device.